Manufacturer narrative:
(B)(4). Date sent: 4/20/2016. Information was not provided by the initial contact. Information is unavailable. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what type of procedure was the device used in? How was the open bowel repaired? What color cartridge was being used? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? It was a lap roux en y gastric bypass. The end of bowel where the staple failed was re-stapled with a fresh gun. I was using white cartridge for the small bowel as standard practice for this procedure. This was the first firing of the device during this operation. I completed the procedure as planned. No harm to patient or change in management.

Event description:
It was reported that during an unknown procedure, first firing and he said it felt stiff, when he released it one side had fired and sealed perfectly but the other side was incomplete leaving partially open bowel. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Added additional information the analysis results found that the ats45 device was returned in good visual condition and with two cartridges present. The reload (b) was received fully fired. The reload (c) was noted to have a wedge band bypass as the left side was fully fired; right side outer rows partially fired ½, inner rows unfired. The cartridge lockout was found normal. No evidence of damage on deck was noted. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were noted to have the proper b-formed shape. In addition the returned reload was disassembled to verify the condition of the internal components; the wedge sled and cartridge body and some drivers were noted to be damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).